Event description:
A non-healthcare professional reported via literature article to report the indications, frequency, and outcomes regarding intraocular lens (iol) exchange in 2 (B)(6) hospital tertiary referral settings over a period of 15 years. In this retrospective study, included were patients who underwent an iol exchange between 2002 and 2017. A non-healthcare professional reported that following cataract surgery with intraocular lens (iol) implantation, 11 patients had persistent dysphotopsias and reduced contrast sensitivity were intolerable. The lens was explanted after the initial implant procedure.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Literature citation - goemaere j, trigaux c, denissen l, dragnea d, hua mt, tassignon mj, dhubhghaill sn. Fifteen years of iol exchange: indications, outcomes, and complications. J cataract refract surg. 2020 dec;46(12):1596-1603. Doi: 10.1097/j.jcrs.0000000000000349. Pmid: 33259388. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information was provided in d.1., and d.2. Additional information was provided in h.3., h.6. And h.11. The product was not returned. Complaint history and device history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The root cause could not be determined. The file has been opened from a literature report: fifteen years of intraocular lens (iol) exchange: indications, outcomes, and complications. In this retrospective study, included were patients who underwent an iol exchange between 2002 and 2017. Patient demographics, surgical indication, comorbidities, visual outcomes, and complications were reported. The term ¿multifocal intolerance¿ was used in cases in which miols were well positioned surgically but where persistent dysphotopsias and reduced contrast sensitivity were intolerable to the patients. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.